Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the power switch is not turning on. Additional failures documented in the irs is shorting out/smoking pc board. The key word "smoking" was used in this document and is the basis for this 3500a.